Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient reported a kink in old driveline close to controller. Log file did not confirm any type of driveline issue. Short-to-shield was not confirmed, but it's possible it could have been a low speed advisory.

Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: the report of a kink in the patient¿s driveline could not be confirmed as no product was available for investigation. A specific cause for the reported kink in the patient¿s driveline could not be conclusively determined. The patient reported several beeps from their controller while supported by both battery power and the power module on (B)(6) 2020. The alarms resolved spontaneously, and the patient reported that they had not had any further alarms since. The patient reported a kink in their driveline close to the controller which they attempted to straighten out. It was reported that the patient¿s driveline was old, and the patient was quite active. The submitted system controller log file captured several low voltage alarms throughout. These alarms were addressed under (B)(4). The log file appeared to show the pump operating as intended. The pump speed remained above the low speed limit for the entirety of the log file. The log file appeared to show the pump operating as intended. The patient remains ongoing on support from (B)(6). The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The heartmate ii lvas patient handbook also contains a section on ¿caring for the driveline.¿ no further information was provided. The manufacturer is closing the file on this event.